Event description:
Customer stated that the product overheated during a craniotomy procedure. They completed the procedure using the same drill. There was no medical intervention required and no delay in the procedure.